Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector had trouble being pushed through the cannula and then had trouble advancing in the pt's leg "stiction". A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the returned bisector was inserted into the harvesting cannula and scope for functional testing and the bisector advanced and retracted within cannula with no sticking forces present. This test was repeated with a reference harvesting canula, and the force to advance and retract on the returned and reference bisectors were comparable. The shaft diameter of the returned bisector was found to be within specification. The reported failure was not confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4)